Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a manual tube release issue was neither confirmed nor reproduced during product evaluation. However, quality engineering discovered failure code 810:04 in the event history that occured on the reported occurrence date. The root cause was identified to be a faulty pump head module (phm). The phm was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility reported a colleague infusion pump with a manual tube release issue. This event occurred in the general pt unit and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.